Event description:
According to the info, there was leakage from the pump.

Manufacturer narrative:
An evaluation is pending the decontamination of the component(s). An evaluation will be forwarded upon completion.